Manufacturer narrative:
Trackwise#: (B)(4).the lot # 3000392531 history record review was completed. There were three (03) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 btt port was occluded, and co2 would not enter the tunnel. A new device was used to complete the procedure. There was no delay. There was no patient harm.